Manufacturer narrative:
Service was sent to the customer's location and found three loose pads inside the bottom of the strip provider module (spm). The cause of the loose pads is unknown. The customer was able to run samples with no further issues. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported finding a loose pad behind the strip provider module (spm) on the ichem velocity system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.